Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Overnight, the patient experienced runs of ventricular tachycardia (vt)/ventricular fibrillation (vf) when aminodarone was turned off so lidocaine/aminodarone were started. The next morning, the patient developed atrial tachycardic rhythm which caused drops in mean arterial pressures (maps)/pulsatility on the patient arterial line and placement signal was less than 60. The patient required high doses of levophed to sustain maps above 65. Positioning of the impella was assessed with echocardiogram and showed that the inlet was close to the mitral valve. The impella 5.5 was pulled back from 48.5 centimeters to 47.5 centimeters. Concerns of hemolysis occurred due to high plasma free hemoglobin. The p level was decreased from p8 to p6 with hopes of decreasing hemolysis. Epipinephrine was preemptively added with decreasing p level. Continuous renal replacement therapy (crrt) was started later that day. The next day, the patients hemolysis labs were stable and showed no worsening signs of hemolysis. The patient continued on crrt. Days later there were concerns for infection and sepsis. The central line was replaced and the patient was put on a broad spectrum antibiotic. The patient experience vt again that required shocking. Echocardiogram showed proper placement. The level was increased back to p-8 without ectopy. Two days later, the patient remained on crrt. The patient was still on antibiotics for positive blood cultures and the impella 5.5 was weaned to p-6. The patient remained on support and was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿